Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 23 mg/dl. The customer experienced symptoms such as a shaking of low blood glucose. Customer stated treated with food treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of low blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.